Event description:
(B)(4). Same case as MFR ID#: 2134265-2010-04592, 2134265-2010-04593. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The target lesions were located in the distal, mid and proximal right coronary artery (rca). The 100% stenosed and 30mm long lesion located in the distal rca with a reference vessel diameter of 3.5mm was treated with pre-dilation and placement of a 3.5x32mm taxus liberte stent resulting in 0% residual stenosis. The 90% stenosed and 26mm long lesion located in the mid rca with a reference vessel diameter of 4.0mm was treated with direct stenting using a 4.0x28mm taxus liberte stent resulting in 0% residual stenosis. The 90% stenosed and 18mm long lesion located in the proximal rca with a reference vessel diameter of 4.0mm was treated with direct stenting using a 4.0x20mm taxus liberte stent resulting in 0% residual stenosis. The same day post procedure, the patient experienced intermittent chest pain and difficulty breathing. Cardiac biomarkers were increased and a non-q wave myocardial infarction (nqwmi) was reported. Patient was observed, but no action was taken. The event was considered resolved without residual effects and the patient was discharged 1 day later. It is the opinion of the physician that the event is possibly related to the taxus liberte stent.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not returned therefore product analysis was not possible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).